Event description:
This report is being filed upon notification from our mr MFR in another country to submit this incident that occurred in another country. The pt had a mr procedure. The pt was scanned with the torso xl coil for a hip examination with their head first into the magnet. Prior to this examination, the pt had a lumbar spine examination during which she heavly sweated. After the scan a first degree burn appeared on the inside of the left knee that later became a second degree burn with a 3 cm blister.